Manufacturer narrative:
Philips has determined that the patient did eventually expire. All of the available information, including strips sent for the incident and alarm logs for the same time period, supports that the monitor recognized and alarmed for bradycardia and the users acknowledged the alarms. The available information also indicates that there was no malfunction and no lack of awareness of the patient's condition. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
The customer reported that a patient experienced a red level alarm, but they are uncertain if the alarm sounded or if the staff just did not hear it.